Event description:
Customer's family member reported receiving a high glucose reading of 245 mg/dl with their freestyle lite meter. Customer's family member reported customer experienced symptoms of sweatiness and "not able to see". Paramedics were called and started customer with an intravenous line. Customer was then transported to a health care facility where she was being diagnosed with severe hypoglycemia and treated with food and a valium shot. There was no report of death or permanent impairment associated with this case.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.